Manufacturer narrative:
This follow-up report is being filed to relay correct initial right hip procedure date.

Event description:
It was reported patient underwent a total left hip arthroplasty on (B)(6) 2009 and a total right hip arthroplasty on (B)(6) 2013. Subsequently, it was reported that a right hip revision procedure was performed on (B)(6) 2013 due to patient allegations of implant creaking and elevated metal ion levels. The modular head and taper adapter were removed and replaced. There has been no reported left hip revision procedure. No further information has been provided to date.

Event description:
It was reported patient underwent a total left hip arthroplasty on (B)(6) 2009 and a total right hip arthroplasty on (B)(6) 2009. Subsequently, it was reported that a right hip revision procedure was performed on (B)(6) 2013 due to patient allegations of implant creaking and elevated metal ion levels. The modular head and taper adapter were removed and replaced. There has been no reported left hip revision procedure. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2013-04518 / 04521).